Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. A bolus was delivered and an insulin injection was administered. During troubleshooting with tandem technical support, an air bubble was observed in the cartridge pigtail tubing. The cartridge was not changed. The customer replaced the infusion set site. The customer did not report if the air bubble was removed. Insulin delivery was successfully removed.